Event description:
A system operator reports that during lasik surgery, the laser would not fire and the procedure could not be completed within the same session. Additional information provided by the surgeon indicates the pt was brought back to complete the procedure and is doing great, was not impacted by the event.